Event description:
It was reported that the evis exera iii colonovideoscope had a blocked water channel. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the event, "failure of auxiliary water channel", was confirmed. Therefore, the device did not meet its specification nor function. It was found that the auxiliary water channel was clogged and needed replacement. The root cause of failure of auxiliary water supply could not be specified. No further information could be obtained. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.